Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing. The oversensing resulted in inappropriate mode switches and an inappropriate shock. An x-ray was performed which confirmed the rv lead had dislodged. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.